Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory with the cannula for evaluation on 28jan2020 and investigation was conducted on 13feb2020. Signs of clinical use and slight evidence of blood and charred tissue was observed on the heater wire. The insulation that is above the jaws are peeled off but remained attached to the shaft. The jaws also looked loose since the clevis pin is broken. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation was observed to be intact, no visual defects were observed. The device was not evaluated for electrical/cautery function since the hot jaw appeared to be damaged. Based on the returned condition of the device, the reported failures "electrical issue" and "material twisted/ bent wire" are confirmed. The analyzed failures "peeled; shaft", and "break; jaw" were also confirmed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed in the device lot. The hospital did not report any patient effects. Specific actions for the reported failure material twisted/ bent wire are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they were doing an evh procedure top and bottom leg. After the procedure with inspection of the cutter the wire on the inside of the cutter got separated. During the procedure there was x2 incidents where the cutter did not want to activate. There was no long interval usage of the cutter. Procedure was completed with same device. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they were doing an evh procedure top and bottom leg. After the procedure with inspection of the cutter the wire on the inside of the cutter got separated. During the procedure there was x2 incidents where the cutter did not want to activate. There was no long interval usage of the cutter. A replacement device was used to complete the procedure. The hospital did not report any patient effects.